Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as "earlier in that week." The suspected lot numbers reported were r20e23056 and dr20e19013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked at the filter. The event occurred prior to patient use, therefore, there was no patient involvement. No additional information is available.